Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the display on the insulin pump is blank. Got a blank blood glucose is 259 mg/dl; treated manual insulin injection. Customer stated that the insulin pump does not shows signs of physical damage and has not been dropped, bumped or exposed to moisture. The battery in use is a aaa (B)(4) alkaline battery. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged nor corroded. Customer was instructed to remove the battery and clean the battery cap contact; customer stated the display did not return. Nothing further reported.